Event description:
It was reported that the cylinder of this inflatable penile prosthesis was herniated left side, and corpora open on right side too but had not herniated. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis was herniated left side, and corpora open on right side too but had not herniated. The device was explanted and replaced. No further patient complications were reported.